Event description:
It was reported that after troubleshooting an occlusion, the user¿s blood glucose dropped from above 400 mg/dl to below 70 mg/dl, and the agent completed a blood glucose questionnaire with no further assistance required. Investigation included troubleshooting and education with the patient. Further investigation of this case revealed that the patient treated the low with oral glucose and glucose levels were in range at the time of the call. There were no clinical symptoms reported during the call associated with hypoglycemia. Outcomes included urgent low glucose alerts and related notifications for low and rapidly falling glucose. It was concluded that, based on previously established findings for similar reports, the cause of the hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.